Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had developed a lead fracture which resulted in the patient receiving an inappropriate therapy. A lead revision was completed where the pace/sense, low voltage portion of the rv lead was capped and a new pace/sense, low voltage lead was added to the implantable cardioverter defibrillator (ICD) system. The high voltage/defibrillation coils of the original rv lead remain in use. No further patient complications have been reported as a result of this event.